Event description:
It was reported that 800 bd vacutainer® serum blood collection tubes experienced incorrect expiration dates. The following information was provided by the initial reporter: the material received was tampered(broke seal, tubes missing from the pack) and also few of the quantity delivered were expired.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for damaged, incorrect count and expired product with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for damaged, incorrect count and expired product with the incident lot was observed. Regarding the failure mode of incorrect count, this complaint investigation was conducted under the premise of a previously investigated issue specific for incorrect count, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Regarding the failure mode of incorrect count, this complaint investigation was conducted under the premise of a previously investigated issue specific for incorrect count, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 800 bd vacutainer® serum blood collection tubes experienced incorrect expiration dates. The following information was provided by the initial reporter: the material received was tampered(broke seal, tubes missing from the pack) and also few of the quantity delivered were expired.